Event description:
Toradol set up and primed into tubing, 15 mg/100 ml to infuse at rate 16.7 ml/hr for 6 hours. The bag infused over 2 hours instead of the 6 hours. Nurse programmed the pump appropriately, primed tubing appropriately. The channel was looked on to the brain appropriately. The pt experienced a rapid infusion event. FDA safety report ID(s)# (B)(4).